Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore; it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation found contra angle clamping system and head drive was heavily soiled - defective, replaced. Gmr2191714 and foot control 199929 checked. Function test and test measurements without errors.

Event description:
In this event it is reported that wst 6:1 f. Vdw.gold/silver won't hold files. No injury occurred.